Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main keypad assembly and observed that the left side of the charge button was stuck in a shorted position.

Event description:
The customer reported that during a patient event where the customer had been monitoring a patient who had been vomiting, their device was entering analyze mode on its own. The customer was monitoring the patient's ECG and attempting to obtain a 12 lead ECG and without touching the device, the device switched to analyze mode and indicated "connect cable". This message is normal device functionality when switching to analyze mode with no defibrillation therapy cable connected. The patient did not suffer any adverse effects during the reported event. After an evaluation of the device, it was observed that the charge button was stuck, which was activating analyze mode. This could also prohibit the device from being able to deliver defibrillation therapy.